Event description:
User receiving discrepant creatinine results. The following examples were provided, units of measure mg/dl: on (B)(6) 2007 initial 1.6, repeat 0.8; (B)(6) 2007 initial 2.1, repeated twice, gave results of 1.0 and 1.1; initial 2.1 repeated twice, gave results of 0.8 each time; (B)(6) 2007 initial 2.5, repeat 1.1; initial 2.4, repeat 1.4; initial 2.4, repeat 0.9; initial 2.0, repeat 0.8; (B)(6) 2007 initial 2.1, repeat 1.4. Initial results were not reported. The technical service representative changed the processing sequence and added an additional wash which resolved the issue.